Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to high blood glucose of the 479 mg/dl. The blood glucose was climbing and went up to 400 mg/dl. Customer was wearing the pump at time of hospitalization. Customer was unable to complete carelink upload. Customer stated that, he is new to pump and however he has been getting familiar with the insulin pump and now his blood glucose has went up to about 479 mg/dl and went to emergency room and they gave him insulin shots and sent him home and to set up pump again and he got stuck on the fill cannula part. The device is not expected to be returned for analysis.